Manufacturer narrative:
Combination product: yes. On 03-feb-2025: update: asystole was reported lasting about 1-2 seconds prior to lead being capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to ventricular pacing failure. The patient also reported feeling dizzy. Should additional information be received, this file will be updated.